Event description:
The following information was obtained from the pd nurse by baxter's global pharmicovigilence. On an unreported date, the patient began peritoneal dialysis using dianeal pd4 ambuflex (dose, lot number and frequency were not reported), ip. In (B)(6) 2011, the patient was developed peritonitis manifested by cloudy effluent. There was no exit site or tunnel infection associated with peritonitis. It was not reported if the patient was hospitalized. It was not reported if the pd effluent was taken prior to the start of antibiotic therapy. At the time of this report, the patient was being treated with antibiotics for the event of peritonitis. The reporter stated the patient had a new diagnosis of peritonitis. And this was not related to the peritonitis reported in (B)(6) 2011 because the current results were no growth and the peritonitis from (B)(6) 2011 revealed enterococcus. The nurse did not think the event of peritonitis was related to the dianeal solution or homechoice machine. At the time of this report, the patient remained on pd therapy, dose not changed.

Manufacturer narrative:
(B)(4).the root cause of the reported condition of peritonitis was undetermined. A batch review of the potentially associate lot nunbers (h11a23023, h11a03116) revealed no exceptions during the manufacturing process. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As patient discards supplies after each use, a sample was not available for evaluation. This is report 1 of 2 for this incidence of peritonitis. Follow up information will be submitted as it becomes available.